Manufacturer narrative:
Investigation: the following section describes, in detail, the method and the results of the investigation. Visual inspection: the following observations were made during the visual inspection: - damage of the spout. - damage of the reservoir housing. Results: based on our investigation, we are able to substantiate the claim of "loosened spout during surgery". This defect is probably due to an assembly error. Unfortunately, we cannot explain how this error was not detected during assembly and final testing. Since 2020, a new tension test has been implemented in our final inspection, which will prevent such occurrences in the future. Additional actions will be implemented in a CAPA. We will generate a credit note. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When following information is provided a follow up report will be submitted.

Event description:
It was reported that here was a problem with a control reservoir. The inlet spout of the reservoir is broken off during the surgery. No patient informations are available.